Manufacturer narrative:
H6 patient codes: 3189 - surgical intervention, 3191 - lipoma of the cord. It was reported that the patient experienced abdominal pain, lipoma of the cord following surgery. It was reported that the patient underwent repair surgery on (B)(6) 2013. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and two (2) mesh products were implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.